Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿an occlusion alarm occurred¿ was not confirmed because the test results (the measured values) were within the product specifications. Any alarm or anomaly, which was related to the reported issue, was not recorded in the event log. The device was returned to the customer with no repair provided to it. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that an occlusion alarm occurred during patient use at patient¿s home. There was no patient harm or adverse event reported.

Manufacturer narrative:
B3: unknown. Since the exact event date was unknown, it was updated as first day of the month of awareness. D4, primary UDI number: di unknown. Device was returned and is pending investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.